Event description:
Consumer has had numerous problems with this chair. About one month after purchase, consumer had problems with the batteries holding a charge. Dealer checked and didn't find any problem. Consumer states she is still having problems charging the chair. End user cut her foot and sprained her wrist.